Event description:
It was reported that there was difficulty connecting the left ventricular (lv) lead into the header on the implantable cardioverter defibrillator (ICD).  The lv lead was removed and re-inserted into the header successfully. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694758 lead, implanted: (B)(6) 2004. (B)(4).